Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for a device check after hearing an alert tone. The right ventricular (rv) lead had high impedance, short v-v intervals, noise, and a possible fracture. Detections were programmed off and the rv lead remains in use per physician discretion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.